Event description:
It was reported that during dilatation in an unspecified vessel, the voyager nc balloon ruptured at unspecified atmospheres. There was no adverse patient effect. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.